Manufacturer narrative:
Submit date: 17-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the unit does not beep when feeding is complete.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump does not beep when feed is complete. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.